Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the he was hospitalized. Customer stated he had changed the set in the morning. Customer forgot to eat and was waiting in the doctor's office and passed out. Customer woke up and was in the ambulance. Customer stated he was hospitalized for a week and a pacemaker was also inserted. Customer stated the hospitalization was his fault. Customer stated he did not recall if this blood glucose was high but did change the infusion set. Customer had been throwing up and thought it was because of the heat. Customer was informed something was going on with his stomach. Customer's blood glucose of exact date of event was not provided. No further information reported.